Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. A promus elite ous mr 28 x 2.75mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found stent damage to both distal and proximal ends, stent struts appear to be flared outwards. The crimped stent outer diameter was measured using snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and profile indicates that positive pressure may have been applied to balloon. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 31-mar-2020. It was reported that crossing difficulties were encountered. The target lesion was located in the moderately tortuous and moderately calcified proximal left anterior descending artery. Following pre-dilatation, a 28 x 2.75mm promus elite mr drug eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. There were no patient complications reported and the patient's status was stable. However, returned device analysis revealed stent damage.